Manufacturer narrative:
Date sent to the FDA: 12/01/2020.

Manufacturer narrative:
Date sent to the FDA: 12/6/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-15072020-0000766551 submitted for adverse event which occurred on (B)(6) 2018. Mwr-15072020-0000766552 submitted for adverse event which occurred on (B)(6) 2018. Mwr-15072020-0000766553 submitted for adverse event which occurred on (B)(6) 2019. Mwr-15072020-0000766554 submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 due to mesh erosion through the vaginal wall. It was reported that the patient underwent mesh revision surgery on (B)(6) 2018, at which time mesh was implanted. It was reported that the patient underwent revision surgery of the mesh on (B)(6) 2019 and implanted a mesh. It was reported that the patient underwent revision surgery on (B)(6) 2020. It was reported that the patient experienced pain in the pelvis, abdomen, groin, legs, and experienced dyspareunia, mesh contraction, inflammation, scar tissue, bladder perforation, blood loss, urinary incontinence, overactive bladder, bladder spasms, urinary urge incontinence, and infection. No additional information was provided.